Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 216 mg/dl. The customer stated that she was not able to get the plunger to get insulin to go through. The customer connected the new set and was able to push insulin through. The customer declined to further troubleshoot. The reservoir will not be returned for analysis.